Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 26-jul-2021, the product investigation was completed. It was reported that a male patient 73 years old born (B)(6)1948 underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a left atrial appendage occlusion followed by a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice and a chest adhesive. The medical intervention provided was a pericardiocentesis and 600cc of fluid were removed. The patient was reported to be in stable condition. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and tests evaluation of the returned device. Visual analysis of the returned sample revealed a kink in the shaft of the vizigo sheath. No internal parts were exposed. The kink was not related with the adverse event. Per the event magnetic, electrical, deflection, and irrigation were tested. No malfunctions were observed during the product analysis. A device history record review was performed for the finished device 00001564 number, and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement and placement through a guiding sheath should be done using a combination of visual aids available, fluoroscopic guidance and/or intracardiac ultrasound. Intracardiac signals are not recorded from electrodes placed on the sheath. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a male patient (B)(6) years old born (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a left atrial appendage occlusion followed by a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice and a chest adhesive. The medical intervention provided was a pericardiocentesis and 600cc of fluid were removed. The patient was reported to be in stable condition. This adverse event discovered during use of biosense webster products. Event occurred during mapping phase, ablation catheter was not the cause of the event but was in the body and on low flow settings 2ml/min. There were no error messages that occurred during the procedure. No ablation was performed, and no steam pop occurred. A transseptal puncture was performed with sjm brk needle and sl sheath. The physicians opinion was that the pentaray catheter/sheath were advanced into the appendage causing the potential perforation. The patient improved but required further observation and the rest of the case was aborted. The patient required extended hospital stay for further observation. Since the event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. This report is for the carto vizigo" 8.5f bi-directional guiding sheath - medium. The thermocool smarttouch was reported in manufacturer report number 2029046-2021-00890.